Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with bd preset¿ arterial blood collection syringe blood leakage occurred at syringe/needle connection. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital at 12:56 on august 21, 2022. On august 23, the doctor prescribed blood sample collection such as blood gas analysis. The nurse on duty inserted the blood collection needle into the patient's blood vessel during the blood collection process. The patient's arterial blood leaked through the junction of the syringe and the needle, and the blood collection device was replaced and collected again. After inspection, it was found that the syringe and needle connection of the blood collection device leaked. Additionally, the sales rep provided the following additional information: received an update from the sales representative, and the description of the incident was updated as follows: communicate with the hospital to understand the blood leakage caused by improper operation of the blood collection personnel - the blood collection is performed without the needle and the syringe fully connected, resulting in blood leakage.

Event description:
It was reported that during use with bd preset¿ arterial blood collection syringe blood leakage occurred at syringe/needle connection. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital at 12:56 on (B)(6) 2022. On (B)(6) 2022, the doctor prescribed blood sample collection such as blood gas analysis. The nurse on duty inserted the blood collection needle into the patient's blood vessel during the blood collection process. The patient's arterial blood leaked through the junction of the syringe and the needle, and the blood collection device was replaced and collected again. After inspection, it was found that the syringe and needle connection of the blood collection device leaked. Additionally, the sales rep provided the following additional information: received an update from the sales representative, and the description of the incident was updated as follows: communicate with the hospital to understand the blood leakage caused by improper operation of the blood collection personnel - the blood collection is performed without the needle and the syringe fully connected, resulting in blood leakage.

Manufacturer narrative:
The following field has been updated with corrected information: b.3. Date of event: 2020-08-23.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd preset¿ arterial blood collection syringe blood leakage occurred at syringe/needle connection. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital at 12:56 on (B)(6) 2022. On (B)(6) 2022, the doctor prescribed blood sample collection such as blood gas analysis. The nurse on duty inserted the blood collection needle into the patient's blood vessel during the blood collection process. The patient's arterial blood leaked through the junction of the syringe and the needle, and the blood collection device was replaced and collected again. After inspection, it was found that the syringe and needle connection of the blood collection device leaked. Additionally, the sales rep provided the following additional information: received an update from the sales representative, and the description of the incident was updated as follows: communicate with the hospital to understand the blood leakage caused by improper operation of the blood collection personnel - the blood collection is performed without the needle and the syringe fully connected, resulting in blood leakage.